Event description:
The customer reported that a communication error occurred during an infusion of nipride and due to the pt's response to the initial infusion it was suspected that there may have been an over infusion. When the infusion was started, the pt had a sudden drop in his blood pressure, became flushed and felt dizzy. The nipride orders were for titration between 0.1-10 mcg/kg/hr and the nurse stated that she believes that the pump was programmed correctly. When the communication error occurred, the infusion was stopped until the pt stabilized and then restarted on a different pump. After the infusion was restarted the pt tolerated the ordered dose. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.